Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under this report. Device 2 is being reported under MDR-2247858-2021-00002. Device 3 is being reported under MDR-2247858-2021-00003.

Event description:
Patient presented to ed of uch with cold leg. Patient had femoral pulses but distal ischemia. CT scan taken 12/15/2020 showed partial occlusion of the stent graft in both legs/limbs of the bifurcated system. Patient was taken to or for acute treatment of occlusion and leg ischemia. Angiojet, open endarterectomy, and vbx stents were placed in patients right eia. Post op treatment CT scan from (B)(6) 2020 and acute CT scan from (B)(6) 2020 are available for analysis. Patient outcome - "patient has been treated and is recovering from operation on (B)(6) 2020. Outcome unknown at this time."

Event description:
Patient presented to ed of uch with cold leg. Patient had femoral pulses but distal ischemia. CT scan taken on (B)(6) 2020 showed partial occlusion of the stent graft in both legs/limbs of the bifurcated system. Patient was taken to or for acute treatment of occlusion and leg ischemia. Angiojet, open endarterectomy, and vbx stents were placed in patients right eia. Post op treatment CT scan from (B)(6) 2020 and acute CT scan from (B)(6) 2020 are available for analysis. Patient outcome - "patient has been treated and is recovering from operation on (B)(6) 2020. Outcome unknown at this time."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00001. Device 2 is being reported under MDR-2247858-2021-00002. Device 3 is being reported under MDR-2247858-2021-00003.